Event description:
During the atrial fibrillation procedure, the sheath was inserted into the patient and upon flushing, an air leak was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No air entered the patient as a result of this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.